Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
The complaint states that "cgm accuracy" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced hyperglycemic symptoms, was vomiting and sleepy. The parents thought it was an infection, the cgm values were normal (no value reported). They went to the hospital, and there the patient was diagnosed with dka and treated with IV insulin. The patient was discharged after 2 days, in good condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.